Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces, display board and mother board. No scrolling number anomaly was noted.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they went into the pool with the insulin pump on prior to the alarm. Customer also mentioned that the numbers on the insulin pump were scrolling. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.